Event description:
The service repair technician reported that during routine testing of the device at the service center, the battery pack is broken and could have the potential to leak battery acid. There was no pt involvement.